Event description:
It was reported that during use with 2 bd posiflush normal saline flush syringe the plunger was difficult to move. The following information was provided by the initial reporter: customer reported that they difficult to prime or read occluded on the patient side when placed in the syringe pump. This is an event that has occurred twice with the same device.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: it was reported the flushes are difficult to prime or read occluded in a pump. To aid in the investigation, seven samples were received for evaluation by our quality team. Three samples came in sealed packaging flow wraps and the other four samples are empty with no packaging flow wrap. A visual inspection was performed, and no defects or imperfections were observed. The samples were then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, per it287 and all results were within specification. It could also be possible the customer is not using the product as intended. Product 306546 is not pump compatible. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 306546, lot 3016501. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.